Event description:
During a therapeutic procedure on a patient and after an est, the physician held a calculus, which was approximately, 1 cm in size, in the device basket. The physician then attempted to cursh the calculus using the basket but without success. He then attached the handle of this device to an alliance inflation device and again attempted to crush the the stone, but it could not be crushed. The physician was unable to release the calculus from the device basket so he cut the proximal shaft and was then able to successfully release the stone. Subsequently, the physician attempted to retract the catheter and although the sheath stretched he was able to remove the catheter. There was no adverse affect on the patient.